Event description:
It was reported that the pump battery was depleting quickly and that the cartridge was damaged. The customer¿s blood glucose (bg) was "low" on cgm, due to customer exercising and unrelated to pump. The customer reportedly consumed glucose tablets to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.